Event description:
It was reported "we tried to put a balloon in a patient today post bypass and we had problems with the dilators either splitting at the tip or the tip becoming more rounded/frayed during insertion. We opened 2 balloons to get more dilators but the second pack was the same, so the surgeon gave up and put the patient onto ECMO. [The user] also tried both the right and left femoral artery for access". The patient's current condition is reported as "unknown". Based on the additional information provided by the customer, the patient's current condition is patient in critical care with a tracheostomy. Please see associated MDR# 3010532612-2025-00759.

Manufacturer narrative:
(B)(4). The lot number reported is 18f25a0081. The lot number of the returned device is suspected to be from the semi-finished insertion kit included for the reported lot; however, no original packaging/label was returned. Returned for investigation were 2 (two) 8fr dilators and a pre-dilator from a semi-finished insertion kit for a 40cc ultraflex intra-aortic balloon catheter (iabc). The sample was re-turned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the tips of both dilators were found to be damaged/split; the appearance of the dilator tips showed an inconsistent diameter with damage to the material at the tip openings. Both dilator hubs appeared typical. Spots of dried blood were noted on the exterior surfaces of the dilator. No other damage or abnormalities were noted. The tip and hub of the returned pre-dilator appeared typical. No damage or abnormalities were noted to the returned pre-dilator. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all ma nufacturing specifications prior to release. The reported complaint that the "dilators either splitting at the tip or the tip becoming more rounded/frayed during insertion" is confirmed. During the investigation, both returned dilators were found to be damaged/split at the tips. The appearance of the dilator tips showed an inconsistent diameter with damage to the material at the tip openings. The cause of the damage is undetermined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4) the lot number reported is 18f25a0081. The lot number of the returned device is suspected to be from the semi-finished insertion kit included for the reported lot; however, no original packaging/label was returned. Returned for investigation were 2 (two) 8fr dilators and a pre-dilator from a semi-finished insertion kit for a 40cc ultraflex intra-aortic balloon catheter (iabc). The sample was re-turned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the tips of both dilators were found to be damaged/split; the appearance of the dilator tips showed an inconsistent diameter with damage to the material at the tip openings. Both dilator hubs appeared typical. Spots of dried blood were noted on the exterior surfaces of the dilator. No other damage or abnormalities were noted. The tip and hub of the returned pre-dilator appeared typical. No damage or abnormalities were noted to the returned pre-dilator. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all ma nufacturing specifications prior to release. The reported complaint that the "dilators either splitting at the tip or the tip becoming more rounded/frayed during insertion" is confirmed. During the investigation, both returned dilators were found to be damaged/split at the tips. The appearance of the dilator tips showed an inconsistent diameter with damage to the material at the tip openings. The cause of the damage is undetermined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Corrected data: correction in section b.5 (describe event or problem), additional information added to the describe event or problem.

Event description:
It was reported "we tried to put a balloon in a patient today post bypass and we had problems with the dilators either splitting at the tip or the tip becoming more rounded/frayed during insertion. We opened 2 balloons to get more dilators but the second pack was the same, so the surgeon gave up and put the patient onto ECMO. [The user] also tried both the right and left femoral artery for access". The patient's current condition is reported as "unknown". Based on the additional information from the customer, the balloon was being inserted to aid in weaning patient from cardiopulmonary bypass. During the procedure, the patient experienced significant blood loss from both femoral arteries and was returned to the itu with a femstop device over the left femoral artery. The patient was successfully weaned from the va ECMO (3 days post op) and remains in critical care with tracheostomy and blisters on the thighs. Please see associated MDR# 3010532612-2025-00759.

Event description:
It was reported "we tried to put a balloon in a patient today post bypass and we had problems with the dilators either splitting at the tip or the tip becoming more rounded/frayed during insertion. We opened 2 balloons to get more dilators but the second pack was the same, so the surgeon gave up and put the patient onto ECMO. [The user] also tried both the right and left femoral artery for access". The patient's current condition is reported as "unknown". Please see associated MDR# 3010532612-2025-00759.

Manufacturer narrative:
(B)(4) the reported complaint that the "dilators either splitting at the tip or the tip becoming more rounded/frayed during insertion" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "we tried to put a balloon in a patient today post bypass and we had problems with the dilators either splitting at the tip or the tip becoming more rounded/frayed during insertion. We opened 2 balloons to get more dilators but the second pack was the same, so the surgeon gave up and put the patient onto ECMO. [The user] also tried both the right and left femoral artery for access". The patient's current condition is reported as "unknown". Please see associated MDR# 3010532612-2025-00759.